Event description:
Procedure: lap nissen. Reportedly, the unit and device went through the normal cycle, typical end tones were made. There were no reported alarms. However, according to the report the seal was not adequate and "massive bleeding occurred." The pt was transferred to ICU for observation. Current pt status is okay. See also 3500a report # 1717344-2004-00082 related to this incident:.